Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. It was reported the patient was hospitalized for the event. It was not reported if the patient was treated for the events. Pd therapy was temporarily discontinued and then resumed. At the time of this report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.